Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had a considerable amount of fluid discharge from the two lead incision sites. The physician was concerned and believed there was an infection that was procedure related. Intravenous antibiotic was administered, oral antibiotic was prescribed and the patient had a daily wound care. The patient was reported as recovering.

Manufacturer narrative:
Additional information was received that the patient's new system was seeded with a particular virulent strain of e.coli (escherichia coli) presumably after a gastrointestinal (gi) infestation. The patient underwent a procedure wherein one ipg and leads were explanted. The other ipg was left implanted. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a considerable amount of fluid discharge from the two lead incision sites. The physician was concerned and believed there was an infection that was procedure related. Intravenous antibiotic was administered, oral antibiotic was prescribed and the patient had a daily wound care. The patient was reported as recovering.